Event description:
I used alcon 3% hydrogen peroxide care clean system but used it incorrectly. I was not paying attention to the red cap. I used it as a regular saline solution. I flushed my eyes and tried to take the contacts, after about 10 minutes I was able to do that. I called poison control and the nurse gave me instructions to continue to flush, but go to the ER if pain continue. I ended up at urgent care and they flushed my eyes again and I was given a prescription (ketorolac tromethamine). I did call the company clear care but the person answering their line (B)(4), told me that it was my own fault because the instructions state that it's not intended for direct care and then hung up on me. I still experience irritation and plan to go back to my doctor. (B)(6). "Why was the person using the product: put in contacts."